Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system during a bolus delivery. The customer's blood glucose was 6.6 mmol/l. The customer stated that the insulin pump was not bumped or dropped. The customer was not exposed to a magnetic resonance imaging machine. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test. However, the insulin pump alarmed prime during basic occlusion test due to slightly loose drive support disk. The insulin pump was received with cracked case at display window corners, belt clip slot and battery tube threads.